Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was hose clamp leaking. Additional malfunctions were tie wraps leaking, and tie wraps defective.